Event description:
It was reported that when the doctor confirmed x-p after the accolade2 stem was implanted at bha, tip of the stem had been broken the medial cortical bone. Therefore, the stem was explanted and the revision surgery was done with ssf.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that when the doctor confirmed x-p after the accolade2 stem was implanted at bha, tip of the stem had been broken the medial cortical bone. Therefore, the stem was explanted and the revision surgery was done with ssf.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.